Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced intermittent low voltage and power disconnect alarms, even when batteries were fully charged and all equipment was connected. The patient cleaned all connection point and swap their battery clips for new battery clips, but the alarms persisted. All peripheral equipment including the driveline, system controller/power cables, etc, looks pretty beat up, and the cables had several tears in the external casing, so I suspect that replacing their peripheral equipment will fix the issues. Log files were submitted for review and captured several low voltage advisory events while using battery power. Some odd relative state of charge voltages were noted on the white power lead of the system controller. It was later reported that the pump cable had minimal damage to the external sheath and was taped. The modular cable had more extensive damage with the external sheath very tattered and was replaced.